Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader, cable and adapter were reviewed and the dhrs showed the freestyle libre reader, cable and adapter passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to monitor their blood glucose due to the device not powering on with button press or test strip insertion. As a result, the customer experienced discomfort, shaking, weakness, and was unable to self-treat. An ambulance was called and upon arrival the customer was given glucose by the healthcare professional as treatment. The customer was later taken to the hospital where "long-term blood measurement" was performed. The customer indicated further treatment was not possible due to being allergic to unspecified medication given in the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with button depression. Visual inspection has been performed on the power adapter and no issues were observed. A load tester was utilized to evaluate the returned power adapter, and the voltage was measured. However, result fell outside the specified range, leading to a failure in the power adapter testing. A visual inspection was conducted on the returned usb/charging cable, revealing no issues. No open or short circuits were detected, and the usb/charging cable testing passed. An extended investigation was performed. Visual inspection has been performed on the returned reader, cable and adapter and no issues were observed. A usb/charging cable testing was passed with cable tester. Power load tester was used to determine that the power adapter failed to output voltage in the specified limit range when plugged in. Power load tester was unable to powered on and set the current due to the charging adapter outputting. Therefore, this issue is confirmed to faulty adapter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to monitor their blood glucose due to the device not powering on with button press or test strip insertion. As a result, the customer experienced discomfort, shaking, weakness, and was unable to self-treat. An ambulance was called and upon arrival the customer was given glucose by the healthcare professional as treatment. The customer was later taken to the hospital where "long-term blood measurement" was performed. The customer indicated further treatment was not possible due to being allergic to unspecified medication given in the hospital. There was no report of death or permanent impairment associated with this event.